Event description:
During embolization the coil stretched and protruded into parent vessel. Upon placement of coil into the aneurysm with microcatheter, the physician, realized coil was too long. On the first attempt to slowly pull back on the coil to reposition, the coil stretched from the a1 to the middle cerebral artery. Coil was left in stretched position without adverse consequence to pt. Pt is asymptomatic. This product will not be returned for eval and testing.